Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 669 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she did not receive her basal rate. The prime and high pressure tests passed. The customer uses sure-t infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.